Event description:
Patient presented to the physician with purulent discharge at the chest incision site. Physician prescribed antibiotics. Despite treatment, the patient returned with persistent discharge from the same site. Upon examination, an infection was determined. Physician brought the patient into the operating room and removed the entire inspire system. The patient will continue the previously prescribed course of antibiotics postoperatively.